Event description:
It was reported that the customer experienced high and low blood glucose levels. His blood glucose level dropped to 48 mg/dl and rose to 400 mg/dl. The customer's blood glucose level was not consistent. He had issues with the residue from the continuous glucose monitoring system over tape. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.